Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Information was received that this vns patient would be undergoing full revision for an unknown reason. On (B)(6) 2013, it was stated that the patient's generator was replaced prophylactically, but the patient's lead was replaced due to high impedance. High impedance during diagnostics as seen prior to revision, and it was unknown if the device was programmed off after high impedance was seen. X-rays had not been taken and there was no known patient manipulation or trauma. Additional follow-up showed that the patient was seen on (B)(6) 2012 because he stated that his device was not working: the patient was no longer feeling stimulation, and high impedance was seen. There was no recent manipulation or trauma. The explanting facility does not return explanted products.